Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that "friday (B)(6) 2020: - spouse attempted to flush lumen of PICC line with heparin flush and line would not flush. She tried to pull back to obtain blood return and was able to do so. She then got a second syringe of heparin and attempted to flush again. This time, she was able to do so; however, noticed a small blue fragment piece inside the lumen of the catheter. She immediately stopped, placed a new purehub cap on the line and called phit. Spouse called into triage at approximately 10pm reporting above. Monday (B)(6) 2020: - rn visited the patient. Pictures taken of fragment inside catheter. She was able to pull back fragment inside syringe. Rymed cap changed, line flushed, new purehub cap placed. Rn then notified quality manager. The syringe used to pull back the fragment has already been placed in the sharps container in the patients home. Quality manager called spouse to obtain more details of the incident. Spouse does remember cleaning end of injection cap with alcohol prep pad prior to attempting to flush with heparin; however, unclear if she visually inspected the tip of the injection cap as it appears the sponge is stuck to the end of the injection cap per the pictures.